Event description:
It was reported that during the loading process of the transcatheter aortic valve, an infold was noted after marrying the valve with the loader. Upon checking on fluoroscopy, the infold was observed touching the 4th node. The system was not used for implant. A new system was opened, and a the transcatheter aortic valve was loaded successfully. No infold was seen on the second fluoroscopy check. The valve was implanted at a depth of 3mm at the non-coronary cusp and 5mm at the left coronary cusp. There were no vascular complications upon closing. The patient had a pre-existing 1st degree atrioventricular block prior to the procedure. No temporary pacemaker was used during the procedure, but a permanent pacemaker was implanted following the procedure. Additional information was received that the qrs complex widened during the procedure. Additional information was received that the permanent pacemaker was pre-planned per the physician.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013149563); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013238843); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading process of the transcatheter aortic valve, an infold was noted after marrying the valve with the loader. Upon checking on fluoroscopy, the infold was observed touching the 4th node. The system was not used for implant. A new system was opened, and a the transcatheter aortic valve was loaded successfully. No infold was seen on the second fluoroscopy check. The valve was implanted at a depth of 3mm at the non-coronary cusp and 5mm at the left coronary cusp. There were no vascular complications upon closing. The patient had a pre-existing 1st degree atrioventricular block prior to the procedure. No temporary pacemaker was used during the procedure, but a permanent pacemaker was implanted following the procedure.

Manufacturer narrative:
Image review: one fluoroscopic media file from the valve load inspection was provided for. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Review of the valve load inspection identified a possible misload, characterized by crown overlap extending to node 4. The overlap does not appear to be very prominent, which makes it difficult to visualize. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that a new system was utilized. Additionally, the patient had a preexisting first degree atrioventricular block, and a permanent pacemaker was implanted following the updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the qrs complex widened during the procedure.